Manufacturer narrative:
Device evaluated by MFR.: a gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 24 mm in length and extended from a position 4 mm proximal of the proximal markerband to 20 mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified multiple shaft kinks. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a left upper extremity. A 7.0 x40, 75cm gladiator elite balloon catheter was selected for use. However, during priming, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. The patient status was stable. It was further reported that during the first inflation in less working pressure for few seconds, the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a left upper extremity. A 7.0 x40, 75cm gladiator elite balloon catheter was selected for use. However, during priming, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. The patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a left upper extremity. A 7.0 x40, 75cm gladiator elite balloon catheter was selected for use. However, during priming, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported. The patient status was stable. It was further reported that during the first inflation in less working pressure for few seconds, the balloon ruptured.